Event description:
The affiliate reported that after implantation, it was found that the fluid did not flow through the device. As a result, the device was revised.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves or catheters, which have resulted in blockages within the devices, restricting flow. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
Upon completion of the investigation, it was noted that biological debris was within the device. The valve was irrigated and an occlusion was noted. The siphon guard and catheter were irrigated and no occlusions were noted. The valve was tested for programming and passed the test. The biological debris caused the returned valve to fail the pressure test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.